Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was by was found that the suture had protruded from the package and had been caught at the sealed area of the package. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). One unopened sample was sent for analysis. During the visual inspection of the sample, it was observed that the suture was out from the winding former; however, the suture was not in the sealed area which indicate that the integrity of the packet was not compromised. Per the sample condition the assignable cause of the packaging integrity cannot be determined since no suture on seal area could be observed.